Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had their pacemaker implanted with storage mode still turned on. After taking the pacemaker out of storage mode, the test measurements were observed to be inadequate and it was suspected the right ventricular (rv) lead was not inserted into the header properly. The patient was brought back into the operating room where the pocket was reopened and the rv lead was reinserted into the header. Afterwards all measurements were normal. The pacemaker remains in service and there were no additional adverse patient effects reported.